Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. Rewind anomaly not confirmed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the piston of the insulin pump was not going down even after rewinding. The customer stated that, the piston on the pump stays sticking out even after rewinding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.